Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl due to over correction via bolus delivery. Customer addressed bg level by ingesting a glucose tablet and resuming insulin delivery.